Event description:
Caller said the stimulator doesn't work and they've been trying to meet with a rep for help getting the stimulator turned back on so patient can have an MRI in february. Caller said they hadn't heard from a rep after patient's last call that they know of. Caller mentioned patient was a spanish speaker and asked if caller's number could be sent to the rep. Pt called back stating already documented events that they had been struggling since their ins had not been charged, they have been calling for 2 years to get a technician to get it checked on. The pt was needing an MRI on back and spine since the pt had pain on their back and they had headaches. Pt said their ins was damaged since it no longer charged since two years ago. Pts doctor said the medtronic had to call them to set up the appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See b1 for corrected info. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 (B)(6) (con): pt called back from registered number and mentioned they had been trying to get MRI for 3 months. Pt said their device is damaged and is no longer working. Caller said they had not charged in 1 year. Technical services (tss) explained the process of entering MRI mode and confirming eligibility. Tss also explained the role of the rep. Local reps were emailed again to request pt contact. Pt was redirected to their health care provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the circumstances that led to being unable to charge is that the device stopped charging. It has not worked for 3 years. Patient said they have been working with it for 3 years and nothing has been done. Patient said it has been hard to get a MRI done, they had to contact the healthcare provider (hcp) office and the manufacturer as well as a MRI supervisor to get it done with the device off since it is not working.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated it has been a year that the stimulator doesn't work. Pt clarified that they cannot connect to charge the ins in a year. Agent is sending a message to the local field reps about patient call. Patient mentioned that they are having back and leg pain again and need to get the ins working. The patient was redirected to their healthcare provider (hcp) to further address the issue and an fyi message was sent to the local manufacturer representative (rep) about pt call. Rep emailed back the same day saying they would reach out to the pt. On (B)(6) 2024, pt called back from registered number and mentioned they had been trying to get MRI for 3 months. Pt said their device is damaged and is no longer working. Caller said they had not charged in 1 year. Technical services (tss) explained the process of entering MRI mode and confirming eligibility. Tss also explained the role of the rep. Local reps were emailed again to request pt contact. Pt was redirected to their health care provider (hcp).

Manufacturer narrative:
B3: date of event is approximate. Year of event was confirmed to be correct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Hcp reported that patient wasn't able to recharge 18 months ago, mentioned the pt was at facility for MRI and pt ins was likely disc harged for long period of time. Caller tried to connect pt programmer to ipg and got poor communication screen. Caller said they were going to have someone come to jumpstart battery, but then saw in the MRI guidelines that a discharged battery may be able to be scanned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.